Manufacturer narrative:
The depuy mitek vapr premiere 90, part # 227204, along with the detached face plate were returned for medline renewal for evaluation. We confirmed that the failed device had been reprocessed three times by medline renewal. There were no other device defects observed during the investigation that may have caused or contributed to the incident. Our investigation also included a review of the device history record and we reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. This is the first and only reported incident for this type of failure for this device model. Therefore, after our extensive investigation we were unable to obtain enough information to determine the root cause of the failure. Although the cause of the material failure could not be determined, the warnings and precautions within the IFU state that vigorous use against bony surfaces may result in excessive wear of the electrodes, and that prolonged activation of electrodes or activation outside saline can cause excessive wear or damage to the distal tip. However, in an abundance of caution, medline renewal is filing this report. This medwatch report was originally submitted on 05/13/2016, however due to an internal error, this report was submitted through the esg test account instead of the esg production account. Consequently, cdrh did not receive this report within the 30 day timeframe. Therefore, this medwatch report now reflects today's date which corresponds with the file transmission through the esg production account.

Event description:
Medline renewal received a report that the face plate of a reprocessed depuy/mitek orthopedic ablation wand detached during the course of surgery. The face plate was retrieved and was returned to medline renewal for evaluation. No additional information surrounding the incident was received.